Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 8 years, 9 months, and 13 days post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve required intervention due to stenosis. The patient presented chest discomfort and dyspnea. A valve in valve was completed successfully. The post-procedure tte showed the lvef 40% and normal valve function with mean aortic valve gradient 4.5 mmhg and no significant paravalvular leak. No acute events overnight. The patient was recovering well without chest pain, shortness of breath, or groin issues.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been updated: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst and subsequent withdrawal difficulty requiring surgical intervention was confirmed. The available information suggests (patient factors - annular calcification) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.